Event description:
During a pulmonary vein isolation procedure, during aspiration prior to inserting the catheter, air was continuously aspirated into the agilis 13f sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.